Event description:
The patient was undergoing an embolization procedure in the internal carotid artery (ica) using a benchmark bmx96 access system (benchmark max), a neuron select catheter 5f (5f select), and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the bmx96 over the guidewire and 5f select. Subsequently, after 30 minutes of use and completing an angiogram, the bmx96 was noticed to be leaking. Therefore, the benchmark was removed. After removal, the physician found the bmx96 to be fractured mid-shaft. The procedure was completed using a new bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned bmx96 revealed that the catheter was kinked and a leak at the kinked location. This is likely reported damage. If the bmx96 is manipulated at an extreme angle during use, damage such as a kink may occur. The bmx96 was flushed during evaluation and bubbles were observed coming from the kinked location. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.